Manufacturer narrative:
Device evaluation: returned device was received device was received in damaged condition. Front panel is bent on the left, relief alarm pressure and on/off knobs are missing, cracked bezel, tidal volume knob rubs against panel, relief pressure knob can not turn at all. During the evaluation the device was found non-operational. The customer reported condition was confirmed. Problem source was traced to user interface. Previous (B)(4) was serviced in jan 2019 for repairs/dropped.

Event description:
Information was received that a smiths medical pneupac parapac ventilator is not operating correctly. No adverse patient effects were reported.